Manufacturer narrative:
Date of event is estimated. E1 initial reporter phone number- (B)(6).

Event description:
It was reported that patient experienced ineffective therapy due to system auto reducing. As a result, surgical intervention was undertaken on (B)(6) 2026 wherein ipg was explanted and replaced to address the issue.

Manufacturer narrative:
The reported event of the ipg auto-reducing the output stimulation was not confirmed. Visual inspection of the ipg did not identify any anomalies. The ipg communicated and charged normally with lab standard equipment. The ipg was functionally tested on the autotester and passed all testing.

Manufacturer narrative:
Correction first notification date should be 27feb2026 rather than 22feb2026.